Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to unknown reasons at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to unknown reasons at this time. No additional adverse patient effects were reported. Additional information was received that at the position that this lv lead was implanted, the patient was not responding to resynchronization therapies and still had a longer than normal qrs duration with a measured left ventricular automatic threshold (lvat) test out the physicians acceptance. The physician also experienced difficulty extracting this lead due to either occlusion or tortuous vein anatomy. No additional adverse patient effects were reported.